Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 597 mg/dl. Reportedly, the customer ran out of insulin in the cartridge overnight. A manual insulin injection was administered to address bg level. The cartridge was changed to address the reported issue.